Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. This lead was never in service. A new lead of the same model was successfully placed. No adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found deformed and extended helix and dried body fluid in the helix housing. Laboratory analysis did identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. This lead was never in service. A new lead of the same model was successfully placed. No adverse patient effects were reported.